Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) did not fully deflate during prep. There was no reported patient injury. Hemostasis was achieved by another unknown mynx device. The balloon was prepped with saline. The user went to inflate the balloon during the prep. When doing so the balloon inflated fine but would not entirely deflate. The mynx never entered the body. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned as previously expected for evaluation. The reported ¿balloon-deflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the deflation issue reported. However, handling factors are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) did not fully deflate during prep. There was no reported patient injury. Hemostasis was achieved by another unknown mynx device. The balloon was prepped with saline. The user went to inflate the balloon during the prep. When doing so the balloon inflated fine, but would not entirely deflate. The mynx never entered the body. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) did not fully deflate during prep. There was no reported patient injury. Hemostasis was achieved by another unknown mynx device. The balloon was prepped with saline. The user went to inflate the balloon during the prep. When doing so, the balloon inflated fine, but would not entirely deflate. The mynx never entered the body. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip tm vascular closure d¿ involved in the complaint was received for analysis. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock opened. The procedural sheath was not returned. The syringe was not attached to the stopcock. No other outstanding details were observed. Per functional analysis, an inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality according to the instructions for use (IFU). The balloon was inflated as expected and the pressure indicator popped up. Then, the balloon was deflated, with no anomalies observed. The reported event of ¿balloon-deflation difficulty¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the deflation issue experienced by the customer could not be determined during analysis of the device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deflation issue reported, especially since the returned device passed functional analysis with no anomalies/damages noted. However, handling factors are possible. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.